Manufacturer narrative:
Customer complaint notes, customer reports damage to the pump. Details of the damage: normal wear . Is the physical damage to the pump's reservoir lip ring: yes. Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. Insulin pump passed the displacement. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the top of the reservoir was cracked. The customer stated that the reservoir did lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.